Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a motor error alarm during the weekend. The customer was advised to contact a hospital for a new insulin pump. The blood glucose level was unknown. No further information was reported.